Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
Following preparation of all zenith devices according to IFU, priming solution observed to be leaking from haemostatic valve at rear of valve assembly and valve leaflets. Air 'trapped' in haemostatic valve, requiring significant manipulation and maneuvers to alleviate 'air embolism' risk. Physician advised of valve integrity and despite potential risk elected to proceed with zenith device introduction and deployment utilising adjunctive measures to minimise blood loss/leakage e.g: coda balloon inflation within valve and dilator tip withdrawn, but left insitu at haemostatic valve - wire guide interface. Estimated blood loss externally approximately 150mls. Towel required to 'mop-up' blood-loss on floor to prevent staff operating hazard. Apart from the successfully deployed graft, no part of the device remained inside the pt. The pt did not require any additional procedures due to this occurrence. No adverse effects to the pt were reported due to this occurrence.